Manufacturer narrative:
Findings: reliability analysis inspected 2 opened/used enlite sensors and performed visual inspection and found both sensors canula bent. Unable to confirm adhesive anomaly due to sensors were return opened/used.

Event description:
It is reported that a customer's sensors have failed them. The patient's blood glucose was unknown. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The canulas were bent and there were issues with the adhesive tape sticking to the body. The sensors were sent back for analysis. The customer was sent a new sensor. No further information was provided.